Event description:
Pt developed extremely hypersensitive teeth (primarily hot and cold) after cementation of crown and bridges. Four teeth have required root canal therapy due to pulpal necrosis. Symptoms are now subsiding since the cement has been removed.